Event description:
During shift check, the customer reported that the fully charged autopulse li-ion battery (s/n (B)(4) does not power on an autopulse platform. The battery showed all 4 green led lights illuminated upon battery status check. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.